Event description:
An explanted generator and lead were received by the manufacturer. Analysis was completed for the returned generator. There were no performance or any other type of adverse conditions found with the generator, however review of the downloaded data showed high impedance was present, and may have been present during the time the device was implanted. Analysis was completed for the returned lead. A portion of the lead, including the electrode array, was not returned for analysis. Other than typical wear and explant related observations, no anomalies were identified. Additional relevant information has not been received to-date.